Manufacturer narrative:
(B)(4). Manufacturing date range 01/27/2016 to 02/04/2016. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the minicap. It was reported that the minicaps looked like they had mold. The patient did not use the minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available.